Event description:
It was reported resistance was met when withdrawing the wire. A piece of the wire was found stuck in the patient and had to be surgically removed. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was met when withdrawing the wire. A piece of the wire was found stuck in the patient and had to be surgically removed. The patient's condition was reported to be fine.